Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp microbore catheter extension set separated. The event occurred when both ends of the set unscrewed and blood backed-up. The event occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.